Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When putting a screw in l5 we tapped with a 5.0 tap a then started to put in a 7x50 cortical fix screw. While inserting the screw it became very difficult to turn. At this point the navigation screwdriver tip(2797-3000n) broke . We where able to remove the tip from the head of the screwdriver. Then tried a second navigation screwdriver which also broke the tip off. At this point we tried a expedium screwdriver and the tip broke on this screwdriver as well. We did get the screw out. Was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 10, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> xray to make sure no metal was left in patient, is the patient part of a clinical study --> unknown.